Event description:
Ileus, in 1999, patient underwent a right nephrectomy for a kidney tumor and an unspecified surgical intervention due to recurrent ileus. One sheet of seprafilm was applied right under the surgical wound. No inflammation or ulcers were observed in the small intestine at this time. Eight days post-operatively, the ileus re-occurred. On the 19th day post-operative, a laparatomy was performed due to an unspecified persistent symptom. No adhesion of the small intestine to the median wall was observed however, sporadic and multiple full thickness ulcers, scars and stenosis was noted only at the site where seprafilm had been applied. Part of the area was bypassed and the remaining area was stented with an ileus tube. Seprafilm was not applied at this time. Thirty six days post-operatively, antibiotic therapy of iscotin powder and rifadin was started due to suspicion of intestinal tuberculosis. The antibiotics were discontinued in 08/99, however the symptoms persisted despite the absence of infective agents. Three weeks later "predonine" was started and continued for 6 days. At this time gas in the small intestine was present under x-ray but did not require treatment. The patient recovered 7 days later. Past medical history of this patient included total gastrectomy (1994), lymph-node dissection and cholecystectomy for gastric cancer. The treating physician reported that seprafilm seemed to have caused a foreign matter reaction (allergy) however this is no pathological evidence and the causality of the events to the use of seprafilm cannot be ruled out.